Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed that the cable was cracked, the device would cause the programmer to immediately power off. It was also noted that the label was missing its laminate backing. Concomitant products: product ID 2090w programmer. (B)(4).

Event description:
It was reported that upon power-up the programmer had no display, and it was further reported that the radiofrequency programmer head's cable was cracked. The programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.